Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to therapy monitored failed performance specification. The customer discontinued use of the device because the customer transferred to a competitive product.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was received and evaluated by the product analysis lab. The device failed the homechoice return instrument test / evaluation (rite) functional test for volumetric accuracy but passed the rite electrical test. An accuracy confirmation test was performed and failed. The piston foams were replaced with the test article and the device passed accuracy confirmation. The cause for the rite test failure was determined to be the piston foam. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The homechoice device to be forwarded to service for repairs.